Event description:
(B)(4). Minor cramping on a daily basis. Exhaustion daily. Bleeding subsided after 3 weeks. Doctor's medical report says "concern for misfire of device, therefore hysteroscopic grasper used to remove coil, segment by segment, under direct visualization, with much difficulty. Long thin inner coil was fully stretched out to point it protruded out on cervix and into vagina when scope removed. Scope replaced, coil removed in 5-6 segments, but tiny piece remained visualized at ostia dilators, tenaculum, and speculum removed, hemostatic"

Event description:
(B)(4). Almost 2 years later: constant disabling lower back, hip and pelvic pain, sharp stabbing pains and cramps. (On meds) unpredictable inconsistent menstrual cycles, headaches, radical bloating, incapacitating digestive issues, significant weight gain, depression and anxiety (on meds).

Event description:
(B)(4). Doctor inserted coil and was unhappy with placement. She didn't know what to do. She asked rep's advice. Advice from rep was to take it out. Coil broke as doctor took out piece by piece. Doctor was unsuccessful in removing entire coil. Entire ordeal lasted 5 1/2 hours. Heavy pain medication administered. Since then, experience painful cramps, bleeding, bloating, depression abdominal pain/pressure and pelvic pain. Consulting with specialist. I predict tubal removal. Will update.